Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump reservoir volume had not decreased. The reporter stated that the pump should have emptied approximately two hours prior however, an alarm (suspected to be an upstream occlusion) had sounded. The patient had not recognized the alarm as originating from the pump and had subsequently restarted the pump, yet the reservoir volume had remained at 16.1 ml for the past two hours without change. The event occurred while in use with a patient. No adverse patient effects were reported.